Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose level between 38-58 mg/dl that was partially addressed by consuming carbohydrates and turning off control-iq. Customer also required intervention by emergency medical technicians, who administered a shot of glucose. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.